Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. There was no reported impact to the customer's blood glucose level. Multiple attempts were made to follow up with the customer on the reported issue; however no response from the customer was received.

Manufacturer narrative:
(B)(4). Additional information was reported that the customer experienced an elevated blood glucose (bg) level in the 500¿s mg/dl range and trace amount of ketones as a result of the malfunction alarm. An insulin drip was administered in the emergency room (ER) to address bg. Customer was released from ER 16 hours later with bg below 200 mg/dl. Customer declined to further troubleshoot the issue with tandem technical support. Reportedly, customer reverted to manual injections for insulin therapy.